Event description:
Allegedly stem inserter broke off during surgery.

Manufacturer narrative:
This is reported as a product malfunction. This investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete.